Manufacturer narrative:
Results: no product will be returned for evaluation. The situation of connectors becoming loose resulting in leakage has been assessed. Technical review found the issue is most probably caused by how the customer handles the product. The possibility exists that in a limited number of such cases, the impaired connection may result in leakage.

Event description:
A company representative reported the patient experienced insulin leakage from the infusion set connector. No physiological effects were reported. Attempts to reach the patient were unsuccessful. The patient did not require treatment from a health care professional or second party to address the issue.